Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed as the light guide connection's pin was detached. The device evaluation found that the insertion part's outer tube was bent, and the tip of the objective lens position was deviating, causing the field of view to be vignetting. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: national public employees mutual aid association hama-no-machi hospital (added due to character limitation in respective field).

Event description:
The customer reported to olympus, the telescope's connecter would detach. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the connection and light guide connector being disconnected could not be identified. However, it¿s likely the cause is related to the effect of an excessive mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.